Event description:
The account stated that the cell-dyn 1800 analyzer generated hemoglobin/hematocrit (hgb/hct) results that are not matching for one patient. The initial results were hgb=6.8 g/dl and hct=18.8%. The sample was repeated with hgb = 11.7 g/dl and hct= 28.7%. The sample was retested again and hgb = 16.6 g/dl and hct= 29.4%. The sample was then retested after auto-cleaning the analyzer and hgb = 11.7 g/dl and hct= 33.0%. The account stated that the results were reported and the physician questioned the results. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After the customer had obtained the erratic results they performed a background and a hemoglobin (hgb) background that generated out of range high results. The customer then ran several more backgrounds and did an autoclean. After these adjustments the customer ran another background, which was within range. The customer technical advocate (cta) asked the customer if there were any flags generated by the instrument and if the results had been released to the physician. The customer stated that there were flags for red blood cell (rbc), differential (diff), hemoglobin (hgb), and rbc indices on the instrument and that the results were released to the physician. The customer also stated that the physician questioned the results. The cta asked if the quality control was within range and the customer stated that all levels of control were within range. The cta educated the customer regarding when to run backgrounds and when to clean the aperture plate. The cta told the customer that a background is to be run after the instrument is idle for more that fifteen minutes, and that the aperture plate as well as supplemental cleaning should be done when backgrounds recover out of range high (oorh). The cta followed up with the customer 1 week later and the customer stated the were no longer experiencing erratic hgb/hct results after performing the backgrounds and cleaning. Customer education had resolved the issue. The cell-dyn 1800 system operator's manual list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 5, operating instruction, specimen analysis, page 5-58, indicates that if the system has been idle for 15 minutes or more, a normal background should be run immediately prior to running patient specimens. Section 9, service and maintenance, preventative maintenance schedule, page 9-3, indicates that cleaning or replacement of the aperture plate is an as-required procedure. The complaint analysis trending system (cats) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified for the complaint issue. This is the final report.